Manufacturer narrative:
(B)(4). Per DHR the product auto endo5 ml lot # 73e1800165 was manufactured on 05/07/2018 a total of 288 pieces. Lot was released on (B)(6) 2018. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample was returned with its rotation tab bent and the first clip out of position in the channel. The returned sample appears used as there is biological material present on the device. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was unable to properly load into the jaws of the device. Another attempt was made and again, the second clip was unable to properly load into the jaws of the device. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that the clips were out of position and stacking on one another. The clip stacking could prevent the clips from properly loading into the jaws. The sample was received with 10 clips remaining in the channel indicating that 5 clips were fired by the end user. A non-conformance has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clips jamming" was confirmed based upon the sample received. One device was returned with 10 clips remaining in the channel indicating that 5 clips were fired by the end user. Upon functional inspection, it was found that the clips were out of position and stacking on one another which prevented the clips from loading properly into the jaws of the device. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. A non-conformance has been opened to further investigate this issue.

Event description:
It was reported that the clips got jammed after 2 or 3 times of ligation, and a wire-like object appeared from the tip of the jaw. The applier was replaced with a new unit. According to the user, before the jamming, he/she had put the applier in the patient's body while slightly grasping the handle and had begun to load the next clip before confirming the clicking sound of the first clip being released.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73e1800165 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clips got jammed after 2 or 3 times of ligation, and a wire-like object appeared from the tip of the jaw. The applier was replaced with a new unit. According to the user, before the jamming, he/she had put the applier in the patient's body while slightly grasping the handle and had begun to load the next clip before confirming the clicking sound of the first clip being released.